Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable results for 5 patient samples tested either for elecsys ft4 ii assay (ft4 ii) or elecsys ft3 iii (ft3 iii) on a cobas 6000 e 601 module. Of the data provided, 4 patient samples were a reportable malfunction for ft4 ii and 1 patient sample was a reportable malfunction for ft4 ii and ft3 iii. It was unknown if the erroneous data was reported outside of the laboratory. There was no allegation of an adverse event. The ft4 ii reagent lot was 225150 with an expiration date that was not provided. The ft3 iii reagent lot was 257857 with an expiration date that was not provided. The field engineering specialist found a solenoid valve that was broken and was not working properly. He replaced the broken solenoid valve and replaced the syringe seals. The customer performed a new calibration and qc testing. Following the repair visit the customer has being running samples in parallel with another cobas e601 module in their laboratory and the results have been equal. Further investigation showed that the customer had numerous incidents of "abnormal sample aspirations." Based on the calibrations and control values a general reagent issue can most likely be excluded.

Manufacturer narrative:
It was further clarified that the field engineering specialist performance testing that was performed on (B)(6) 2018 was actually performed on another analyzer in the laboratory. The customer has had no further problems after the service visit to repair the solenoid valve. Further investigation confirmed the field engineering specialist initial finding as the root cause.

Manufacturer narrative:
On 01-mar-2018 a field service engineer performed performance testing with acceptable results.